Event description:
Customer reported receiving an error message on their precision xtra meter. Customer passed out and was given candy to counteract the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.